Event description:
It was reported that the patient was admitted for acute on chronic chest pain with pump grinding noted. No other symptoms were reported. The pump noise improved the following day and that a thumping noise occurs after every artificial pulse. It was communicated on (B)(6) 2023 that the pump noise stopped and the pump sounded normal. The log files noted consistent pulsatility index (pi) events. The files contained no rotor displacement & rotor noise faults and the files also showed the controller and pump temperatures within normal operating range. It was later communicated that the patient had stable chronic mild thrombus in the outflow cannula as seen with computed tomography (CT) imaging. The patient also had stable mild stenosis at the anastomosis with ascending aorta. Also noted was a severely decreased left ventricular systolic function and depressed right ventricular systolic function. Tricuspid valve regurgitation and insufficiency was also noted. The cause of the chest pain and grinding noise was not identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account communicated on (B)(6) 2023 that the pump now sounded normal; however, on (B)(6) 2023, they reported that there was a small thumping sound just before the artificial pulse. A computed tomography angiogram (cta) and a transthoracic echocardiogram (tte) were performed while the patient was admitted. The cta showed stable chronic mild thrombus within the proximal outflow cannula and stable mild stenosis at the anastomosis with ascending aorta. The tte revealed severely decreased left ventricular systolic function, a left ventricle ejection fraction of 20%, depressed right ventricular systolic function, and mild tricuspid valve regurgitation. Per the account, the patient's status was stable despite not being not able to identify the cause of the chest pain and grinding noise. Labs were within normal limits. The observed thrombus had not resolved, but was not treated. The plan was made to adjust guideline-directed medical therapy and to continue to monitor for any changes that might demand action. Reportedly, it was unknown if the depressed right ventricular systolic function and mild tricuspid valve regurgitation existed pre-implant; however, it was reported that a device-related issue did not cause the depressed right ventricular systolic function and mild tricuspid valve regurgitation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's chronic thrombus will be captured under MFR # 2916596-2023-07153. Manufacturer's investigation conclusion: the reported "pump grinding" noise could not be confirmed. Additionally, the report of suspected outflow graft thrombus and a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Three sets of log files were submitted which captured the pump operating as expected. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. Temperature, rotor displacement, and rotor noise values all remained stable throughout the captured data. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas. No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 rpm above and below low speed limit. Section 1 of the IFU and section 6, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 4, explains that, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Section 5 of the IFU, ¿surgical procedures,¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The heartmate 3 lvas patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, section 1, ¿introduction", and section 8, ¿handling emergencies¿, of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A device issue was not thought to have contributed to the patient's right heart failure or tricuspid valve regurgitation.